Manufacturer narrative:
The issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00316) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00315).

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 29th april, 2024 getinge became aware of an issue with one of surgical lights - volista standop. As it was stated, the oxidation occurred on the bushing and started to spread externally. The designated complaint unit employee confirmed based on photographic evidence the rust occurred on the arms and paint was chipping from the arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.